Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two months post-implant, this right ventricular (rv) lead was successfully repositioned after exhibiting loss of capture and high pacing threshold measurements. No additional adverse patient effects were reported. The lead remains implanted and in service.